Event description:
Initial report: this non-serious spontaneous case report from (B) (6) was received from a nurse on 08-jun-2010 and upon medical review has been upgraded to serious based on the reclassification for the event (s) following assessment utilizing the company's new device reporting tree (B) (4). This case involves a female patient who received 8 vials of poly-l-lactic acid (sculptra) therapy in total, with the last vial administered in (B) (6)-2009. No additional treatment details were mentioned. Approximately 2 and a half weeks prior to the report, the patient developed multiple lumps around her chin and mouth. There were small lumps and a few big lumps but they are smaller then coin size, and they are "fixed" lumps. Relevant medical history and concomitant medication information were not mentioned. Action taken: not applicable. Corrective treatment- steroids nos. Outcome-not recovered/ not resolved. A ptc (pharmaceutical technical complaint) was initiated: (B) (4); (B) (4). Reporter's causality assessment: not provided.